Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. The tip, balloon, markerbands, proximal weld, and shaft were microscopically, tactile and visually inspected. Inspection revealed tip damage (flattened /smashed), a perforation in the balloon material located 4 mm distal of the distal markerband, and shaft damage (inner bunching) located 67 mm from the tip of the device. The damage to the tip, balloon and shaft is consistent with damage associated with guide wire difficulties and the guide wire damaging (puncturing) the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4)

Event description:
Reportable based on analysis completed on 18jul2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The non-totally occluded, 30mm in length, eccentric, de novo target lesion was located in the moderately tortuous, moderately calcified and 3.5mm in diameter right coronary artery. A 1.20mm x 8mm emerge¿ balloon catheter was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole/perforation.